Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer stated that she had a high blood glucose due to bent cannula and she changes set. The patient stated that she has not have a problem for several weeks. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.